Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited muscle and pocket stimulation, pace impedance measurements of greater than 2,000 ohms, noise with isometrics, oversensing, pacing inhibition with asystole of less than 2 seconds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.